Event description:
It was reported the patient had high impedance greater than 4,000 ohms with contact 4 and 7. Looking back at previous device interrogations they noted this was first present in (B)(6) 2010. Contacts 4 and 7 were not being utilized for the patient and there were no effects to the patient. The physician planned to continue to observe the impedances and see if the issue would resolve by cleaning the connection at the time of the stimulator replacement. The high impedance occurred prior to implant and was more than likely not related to the stimulator. Refer to manufacturer report # 3004209178-2015-04966 for information on previous high impedance.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0428349v, implanted: (B)(6) 2004, product type lead. Product ID 3387-40, lot# j0428349v, implanted: (B)(6) 2004, product type lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).